Manufacturer narrative:
On august 9, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm+ 330cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast mass. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old female patient who underwent breast implant surgery with mentor medical devices (mentor memoryshape¿ mm+ 375cc /mentor on the right side, and with memoryshape mm+ 330cc on the left side, date of implant (B)(6) 2015) has experienced breast implant rupture on the right side confirmed by MRI and complicated by a silicone granuloma formation. It was also reported about pereimplant fluid collection on the right side, the fluid was collected and sent for cytology with negative results for malignancy. It was also reported that the patient developed cyst in the right breast and mass in the left breast (which may represent an intramammary lymph node). As a result, the patient underwent bilateral explantation on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.